Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after rotating the tip of the hydratome the tip of preloaded guidewire detached and fell into the patient. The detached tip of the guidewire was retrieved from the patient. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned tome found that the working length was twisted and bent, the distal tip was ripped, the distal pierce hole was melted/torn, the distal end of the cut wire along with the anchor had completely detached from the device, the broken ends of the cutting wire appeared burnt/blackened. The guidewire was not returned with the tome device. It appeared that the cutting wire with anchor melted the extrusion near the distal pierce hole creating a tear in the extrusion, and detached itself from the distal pierce hole with the anchor. The outer diameter (od) of the cut wire was measured and found to be within specification. The guidewire was not returned so the complaint of the pre-loaded guidewire tip fell off, could not be confirmed. During manufacturing, tome devices are 100% so the condition of the tome is likely to procedural factors. Therefore, the most probable root cause for the condition of the tome is operational context. The device history record review found the device met all manufacturing specifications. A label review was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after rotating the tip of the hydratome the tip of preloaded guidwire detached and fell into the patient. The detached tip of the guidewire was retrieved from the patient. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) - (device fragment retrieved from patient). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.